Event description:
Surgeon reports he has noticed more flared cells in the anterior chamber and an slightly unquiet, red eye one day following surgery. This report is for one of two viscoelastics reported. This report is filed as manufacturer report number 3002037047-2006-00068. The other manufacturer report number is: 3002037047-2006-00069. Surgeon stated he believes the event is due to the viscoelastic not being rinsed out of the eye completely during surgery. Additional information was requested regarding patient identifiers and outcomes.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.